Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient required hospitalization; however, no further details regarding the event were provided, as the patient declined to share additional information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.